Event description:
During the coronary artery bypass procedure, three seals did not deploy out of the delivery tube into the aorta. The hosp did not provide any add'l info. No pt complications wer reported by the hosp.